Manufacturer narrative:
Sample collection and processing info was not provided. Quality control was within the customer's acceptable ranges. Service info was not provided. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is for day 2 of 2. See MDR #2122870-2011-06184 for day 1 of 2.

Event description:
Customer reported a suspect reactive toxo igm (toxoplasma gondii immunoglobulin m) test result was obtained for one pt sample when using the unicel dxc 800i immunoassay system. The pt was known to be previously negative for toxo igm. The sample was tested with alternate methodologies and found to be reactive by vidas and positive by fumouze toxolatex. Samples were sent to (B)(4) laboratory (university (B)(4)) and found to be negative for toxo igm (test systems used were not available). It is unk whether the results were reported out of the laboratory. There were no reports of death or serious injury, and no affect to pt treatment was reported as a result of this event.